Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# v271800, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was feeling stimulation in the same location for all programs. It was noted that the implantable neurostimulator (ins) was replaced and ever since replacement the patient had not had the same therapy control. About 3 weeks ago the patient was at the clinic for reprogramming without success and today the manufacturer representative met with the patient for troubleshooting and reprogramming. It was reported that the impedances indicated that there was a possible connection issue. The patient felt stimulation in the correct location with case positive and 2 negative and with case positive and 3 negative. It was stated that the manufacturer representative would set up those 2 programs for the patient to try. The patient¿s impedances were case and 0 at 1111 ohms, case and 1 at 1111 ohms, case and 2 547 ohms, and case and 3 720 ohms. It was noted that 0 and 1, 0 and 2, and 0 and 3 were all at 1147 ohms and 1 and 2, 1 and 3, and 2 and 3 were all at 1111 ohm s. Additional information received reported that the patient¿s programming was changed to case positive and 3 negative. The patient felt the stimulation in the perineum and vaginal area at amplitude of 0.7. It was noted that the patient was previously on program 3 at 4.2v and was feeling stimulation in the rectum.